Event description:
New information notes that the right ventricle lead apart from being dislodged also exhibited far p over-sensing. The lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricle leas was dislodged. The lead was explanted. No patient consequences.